Manufacturer narrative:
As reported, the physician inserted 6f-7f mynx control vascular closure device (vcd) into the sheath (unknown) but resistance was felt and it would not advance all the way. The device was removed, and it appeared that the distal tip had split, and sealant had swelled. There was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The was no vessel tortuosity at the access site. The mynx device was prepped per instructions for use (IFU). The device was used in a peripheral procedure. The deployer¿s training status was mynx certified. A 6f unknown sheath was used in the procedure. There was no difficulty prepping the device. The sheath was not kinked/bent upon removal. There was no excess force applied during insertion. The patient was not morbidly obese. The hospitalization was not extended as a result of the reported event. Additional patient and procedural details were requested but were not available. The lot number is not available because the label was not saved by the account. The event date is not available but is thought to have occurred near the aware date. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿resistance friction with csi and atraumatic tip- frayed-split-torn¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. Procedural factors, such as excessive force used, or sheath compatibility, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the exact event date is not known. The lot number is not known as the label was not saved by the account. A lot history review was not possible as the lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician inserted 6f-7f mynx control vascular closure device (vcd) into the sheath (unknown) but resistance was felt and it would not advance all the way. The device was removed, and it appeared that the distal tip had split, and sealant had swelled. There was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site? The was no vessel tortuosity at the access site. The mynx device was prepped per instructions for use (IFU). The device was used in a peripheral procedure. The deployer¿s training status was mynx certified. A 6f unknown sheath was used in the procedure. There was no difficulty prepping the device. The sheath was not kinked/bent upon removal. There was no excess force applied during insertion. The patient was not morbidly obese. The hospitalization was not extended as a result of the reported event. Additional patient and procedural details were requested but were not available. The lot number is not available because the label was not saved by the account. The event date is not available but is thought to have occurred near the aware date. The device will not be returned for analysis.